Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia, thirsty and muscle feels. The customer¿s blood glucose level at time of incident was 411 mg/dl gave a bolus through the insulin pump and blood glucose was 450 mg/dl and gave some more but blood glucose did not come down, they finished eating and walked by home and blood glucose was 501 mg/dl and then it went 338 mg/dl then they changed set, found bent infusion set and insulin pump had insulin flow blocked alarm and glucose was 71 mg/dl. The customer assisted with troubleshooting for high blood glucose. Customer was not using auto mode at the time of the incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined troubleshooting for insulin flow blocked alarm. The insulin pump will not be returned for analysis.